Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that signal loss occurred. Performance data was reviewed. Signal loss was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. G6:type of report: follow up. H2: additional information - correction. H6: investigation conclusion ¿ additional information. D9: device availability - additional information.

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
It was reported that signal loss occurred. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and failed. Performance data was reviewed. Signal loss was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional, d9: device availability- additional, g3: date received by manufacturer - additional, g6: follow-up number - additional, h2: if follow-up, what type - additional, h3: device evaluated by manufacturer - additional, h6: event problem and evaluation method codes - additional.